Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen while in patient use on (B)(6)2024. There were no reports of patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2024 emailed the bme for all information in the ni list above: the bme replied there was a transport monitor connected to the bsm. Attempt # 2: (B)(6)2024 emailed the bme for all information in the ni list above: the bme replied they did not have the requested information. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: transport monitor. Model #: ni. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen while in patient use on (B)(6)2024. There were no reports of patient harm or injury.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen while in patient use on (B)(6) 2024. There were no reports of patient harm or injury. Investigation summary: the complaint device was received by nk. The unit was evaluated, and the complaint was duplicated. The lcd was replaced to repair the unit. The cause of the issue was the failure of the lcd, possibly due to electrical damage from outages, surges, inadequate grounding, or wear-and-tear, which depends on the device's age and frequency of use. A review of the complaint device's serial number shows that the unit was installed 3 years ago and has no other complaints. A review of the customer's complaint history does not show any trend for this issue and device. Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/23/2024 emailed the bme for all information in the ni list above: the bme replied there was a transport monitor connected to the bsm. Attempt # 2: 10/24/2024 emailed the bme for all information in the ni list above: the bme replied they did not have the requested information. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: transport monitor, model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni and returned to nihon kohden: na. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h3 device evaluated by manufacturer, h6 event problem and evaluation codes and h11 additional manufacturer narrative. Corrected information: h4 device manufacture date.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen while in patient use on (B)(6) 2024. There were no reports of patient harm or injury.